Manufacturer narrative:
Inspection of the device no damages or manufacturing defects that would result in the cannula failing to insert properly. The cause of the reported unsure properly inserted cannula event could not be determined. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding or bruising. A leak test was conducted successfully; no leaks were observed. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp3a.251005.004.b2. Hardware: pixel 7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm) as the cannula was sticking out and called their doctor to advise. Additionally, it was also reported bruising and leaking during wear and their doctor advised to change the pod. No further information provided.

Manufacturer narrative:
Inspection of the device no damages or manufacturing defects that would result in the cannula failing to insert properly. The cause of the reported unsure properly inserted cannula event could not be determined. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding or bruising. A leak test was conducted successfully; no leaks were observed.